Event description:
It was reported that the replacement delivery of the carbon rods were received. They were processed once in the reprocessing/sterilization unit for medizinprodukte (aemp (aufbereitungseinheit for medizinprodukte)), unfortunately the carbon rods broke again.

Manufacturer narrative:
The complaint could be confirmed, due to feedback from other complaints. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. Inspection of the received information/evidences are done or will be done, in the proceedings of the nc. Based on investigation, the root cause was attributed to a design related issue.